Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump had blank display. The blood glucose level of the customer was 254 mg/dl at the time of the incident. The customer¿s wife stated that they replaced the battery in the insulin pump and since then the insulin pump had blank display. It was reported that they tried replacing batteries numerous times but the display did not return. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Insulin pump received with stripped battery cap(p) coin slot.